Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate by one day; cause was unknown. Customer's blood glucose level was 110 mg/dl. The customer corrected the time and date to address the issue.